Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer changed the cartridge on his own and resumed insulin successfully after following guidance from technical support on proper loading technique. The customer was advised to follow up if the issue persists, and he understood and acknowledged this.